Event description:
It was reported having performed an unventful tunica vaginalis testis procedure on a robust 80 year old woman for the diagnosis of potential stress incontinence. Notable was the pt's pronounced vaginal prolapse, protruding 10 cm outside the vagina, controlled effectively with an inflatable donut pessary. Pt had been hospitalized for 3.5 weeks prior to the surgery for weakness and was cleared for spinal surgery. The tunica vaginalis testis procedure was remarkable for a bladder perforation on the left. The needle was repositioned and the procedure completed without further incident. A supra-pubic tube was placed in the or. 3 days post-op, pt was diagnosed with methicillin-resistant staphlococcal pneumonia and soon required intubation. At the same time a bowel injury was diagnosed, thought to be associated with the suprapubic tube. Because of pt's instability, the pt was treated medically for several days prior to undergoing exploratory laparotomy. At the time of surgery pt had an unresolving ileus with small bowel contents per wound. Pt was re-operated by general surgery. The tunica vaginalis testis mesh was seen perforating the small bowel. The mesh was cut through a vaginal incision and was easily removed. The tunica vaginalis testis otherwise appeared to be in the appropriate position. The pt underwent enterotomy repair. Pt was intubated for about a month total. A gastrostomy tube was required. Pt has mild persistent mental status changes, but is presently otherwise well. Dr believes the bowel was malpositioned due to the severe prolapse, and despite the pessary being in situ, was in an immediate retro-pubic postion, thus predisposing the pt to bowel injury. Dr suspects pt had an anterior enterocele, with the small bowel potentially impacted against the pubic bone by the pessary. H-6, conclusion: device not returned. No evaluation will be performed. No technical faults or malfunctions of the device were reported in this case. - reporting physician indicates the event may have been related to anatomical considerations. - no conclusions can be drawn at this point. Should add'l info become available, a supplemental 3500a report will.